Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reports right knee swelling and rash post-implantation. No revision has been reported to date and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. Concomitant products: medical products- nexgen precoat stemmed tibial plate, sz 6, catalog # 00598004702, lot # 61726017; lps-flex gsf option femoral, size g-rt, catalog # 00576401752, lot # 61440598; nexgen lps-flex fixed prolong art sur gh 5-6,12mm , catalog # 00596204212, lot # 61625323; patella reamer blade with pilot hole, size 51, catalog # 00597909551, lot # 61736393. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported patient is having pain in the right leg, since the right hip started having pains. It was also noted that the patient uses a walker.